Event description:
Hosp reported during a CT scan of the chest, an extravasation occurred in the pt's upper right arm. Prednisone and pain medication were administered at the hosp. Pt was released with instructions to follow up with primary physician.